Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose at the time of incident was 40 mg/dl. The customer did experienced the symptoms such as shaking due to low blood glucose event customer had been using insulin pump within 48 hours of reported event. Auto mode feature was not active at the time of the event. The insulin pump will be returned for analysis. Frn-322-rsvr, unomed inf set, ozo-mmt-7020-snsr.